Event description:
It was reported that the patient had pain with right ventricular (rv) lead pacing. Furthermore there was no ability for the rv lead to sense or pace. A lead perforation was suspected. The lead was not removed to avoid cardiac tamponade and was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).